Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular pacing lead impedances and capture threshold were increasing since the initial implant. Lead was capped and replaced on (B)(6) 2018 during device change-out procedure. Patient¿s condition was stable.